Event description:
Boston scientific received information that this patient was seen for a routine check six weeks post implant. Undersensing was noted on the right ventricular lead with the sensitivity se to 1.5mv. Intermittent capture was noted at maximum outputs in the bipolar configuration. There was suspicion of lead dislodgement. The lead was reprogrammed to unipolar at maximum output with acceptable capture. The patient was scheduled for a lead revision. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
It was later reported that this lead was revised. Although on fluoroscopy the lead did not appear to be dislodged, due to elevated thresholds the physician elected to reposition the lead slightly and obtain better measurements.